Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0028440. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced q-syte separation/detachment. The following information was provided by the initial reporter: the indwelling needle was used for intravenous infusion at 09:00 am on (B)(6) 2020. During the infusion, the indwelling needle had a large leak at the connection between the thin tube and the y tube , the nurse on duty noticed that the thin tube had come out from the root of the y-shaped plastic tube and could not be punctured and used. The nurse on duty immediately stopped using the device and replaced it and continued to infuse the patient without causing adverse consequences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced q-syte separation/detachment. The following information was provided by the initial reporter: the indwelling needle was used for intravenous infusion at 09:00 am on (B)(6), 2020. During the infusion, the indwelling needle had a large leak at the connection between the thin tube and the y tube , the nurse on duty noticed that the thin tube had come out from the root of the y-shaped plastic tube and could not be punctured and used. The nurse on duty immediately stopped using the device and replaced it and continued to infuse the patient without causing adverse consequences.